Event description:
It was reported via the customer that the bur broke. It is unk if there was pt involvement or adverse consequences as a result of this event. No further info was provided.

Manufacturer narrative:
The bur and attachment subject to this investigation was returned for eval. It was visually confirmed that the bur was broken along the shank. The returned bur was measured where possible and all critical specs were met. Part number and lot number info has not been provided to permit further investigation. The root cause is multi-factorial.